Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Received four (4) used cl3960 oncology kits each connected to a cadd cassette for inspection. No defects or anomalies noted upon initial inspection. Each cl3960 and mating device was leak tested per product specifications. There was leakage from the male luer connection of the chemolock to the female luer bond. Examination of the bond showed an incomplete insertion. The reported complaint of leakage can be confirmed. The probable cause is due to an incomplete insertion during manual assembly in manufacturing. The device history report (DHR) was reviewed and no relevant nonconformities were found that would have led to the reported complaint.

Event description:
The event involved an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port where the customer reported leakages. The customer stated that this is patient safety issue, with their patients at risk of exposure to chemotherapy due to leaking from the cl3960 oncology kit tubing that were use with cadd pumps. They had 5 separate incidents with 5 separate cadd pump tubing sets (cl3960) where the patients have returned with visible signs of leaking (white powder residue) all over their cadd pump pouch and at the blue port on the tubing as well as at the luer lock connection from the cadd cassette to the oncology kit tubing (cl3960). There was no evidence of leaking in the cadd cassette itself, as they opened the cassette and examined the bladder inside the cassette and found no residue. The event date was unknown. There was patient involvement and unknown adverse events. The customer added that the leaking issue was only with the cl3960 oncology kit tubbing. The leaking was not from the cadd cassettes or the cadd pumps. The received medwatch report stated that the patient arrived for an appointment to disconnect 5-fluorouracil cadd pump (medication ndc 25021-0215-98). The patient's cadd pump pouch was found to have dried white residue over a large portion of the bag and there was caked, white residue on the chemolock port closest to the pump. When asked about a possible leak, the patient reported feeling some wetness on the left side by the pump and just dried it off. Upon visual inspection of the cadd cassette and tubing, the cassette appears to be intact. No occlusion/interruption events were found in the cadd pump event log and the leak appears to have come from somewhere in the oncology kit tubing line. The date of this report was on 04-feb-2025 and the date of the event was on 01-feb-2025. Update: gcm received a medwatch report #s mw5166099, mw5166100, mw5166101 and mw5166102 received on 27-feb-2025 stated that they are reporting four separate events that occurred recently due to manufacturer defects with the ICU medical tubing, all with the same product and lot number. Each of the four patients received 5-fluourouracil (medication ndc 25021-0215-98) in cassette reservoirs that were connected to cadd infusion pumps, which were attached to oncology kit smallbore ext sets and placed in black, nylon cadd pump pouches. In every case, patients noticed white drug residue on the outside of their cadd pump pouches and reported concerns of chemotherapy leaks. Two patients even reported making physical contact with the chemotherapy. One patient felt moisture through their pump pouch. Another patient noticed white residue on the outside of their pouch and tried wiping it clean themselves with a sanitation cloth. Two other patients noticed white residue on their cadd pump pouches when they returned to have their pumps disconnected. They did not recall having any direct physical contact with the leaked chemotherapy or white residue while at home. Upon inspection of the returned cadd systems, all pouches had significantly more white powder chemotherapy residue on the inside of the black nylon pump pouch vs. The outside, indicating that the powder originated from inside the pouch. Visual inspections of the cadd cassettes and extension sets were performed, and all the cassette reservoirs were intact. All the blue chemolock ports had varying degrees of white caked powder, leading us to conclude that the white powder was indeed 5-fluorouracil that leaked directly from the tubing and that the leak originated from the port. This is the second of two reports that we have submitted within the week that involve tubing of the same lot number, totaling 5 separate events within the past 30 days. Additional event information obtained from ufmw: the date of this report was om 06-feb-2025 and the date of the event was on 07-jan-2025. This captures the fifth of five occurrences.